Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient required a pocket revision because the pocket was very superficial and creating some skin mass. The cardiac resynchronization therapy defibrillator (crt-d) measured low battery and was suspected of premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the skin mass was caused by other procedures like dialysis catheter. A hematoma developed close to the pocket, but it was not resulted from the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.